Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed trouble shooting with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 3000 ohms on the atrial channel. In clinic, impedance is 761 ohms, however, with arm movements and raising the patient's arm impedance increased to 1785 ohms. The patient will continue to be monitored. No adverse patient effects were reported.